Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported perforation remains unknown. Per the IFU, vascular perforation is an inherent risk of any electrode placement.

Event description:
During a premature ventricular contraction procedure, a perforation occurred. The catheter cannulated the epicardial space and the patient was transferred to operating room where the catheter was successfully removed under tee guidance. The patient remained stable with no drain placed or further intervention required. There were no performance issues with any abbott devices.